Event description:
It was reported by the philips field service engineer (fse) that, during servicing of the device, a loose connector to the therapy cable on the therapy pca was observed. The device was not in use on a patient.